Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex deflectable videoscope image goes dark and the display stops working during use. The issue occurred during an unspecified, therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: b5.

Event description:
The issue was found during sedation, the device was outside of the patient.